Event description:
The advocate stated the customer tested his blood glucose and received a reading of more than 300 mg/dl using his breeze2 meter. He retested his glucose and received a reading of 80 mg/dl using another meter. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot and insisted the test strips and meter be replaced. The products will be returned for evaluation. Replacement products were sent to the customer.